Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the customer passed away at home. The cause of death was uncontrolled diabetes and artery disease. The caller stated that the customer had diabetes, heart disease, and a leg amputation that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. The insulin pump had been disconnected in an unknown period prior to passing. The caller stated that when the customer was found the pump was near them but it appeared as though it had been thrown and broken. The customer was not using sensors. The caller stated the customer had been sick for a while and that she kept telling her doctor that the insulin she used for her pump was not working for her but due to insurance, there was nothing else she could be given. The caller declined to return the insulin pump for analysis.